Manufacturer narrative:
Philips has investigated this complaint. According to additional information, the procedure was completed after restarting the system. The field service engineer (fse) inspected the system onsite and found the geo pc was faulty. Upon further troubleshooting, fse examined ethernet cables x10 and x11 at the geo pc and installed two new ethernet cables: one from the geo pc to the geo io box, and one from the geo pc to the ethernet switch in the m cabinet (x6), which connects to x10 at the host pc. The cradle and longitudinal amc ecat drives were found to be intermittently failing, and the amc ecar drivers were replaced. The faulty geo pc was returned to philips for analysis; the supplier¿s part analysis did not conclusively determine the cause of failure. Replacement of the geo pc and the amc ecar drivers by the fse resolved the issue and restored the system to normal operation. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of geometry movement occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A loss of geometry movement that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system gave an alert indicating the geometry movements were not available, triggering geometry restarts. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.